Event description:
A customer reported that an abo mistype occurred during validation on the echo instrument.

Manufacturer narrative:
A review of the image files for initial testing on the echo showed that a negative reaction was obtained in the anti-a test well. The immucor product investigation lab confirmed the reactivity of anti-a by testing retention antisera, anti-a (lot 101881), by tube method with known referencells a1 (lot 118898), b (lot 113898), a2 (lot 112689), and o (lot 114188) along with known group typing of in-house donors. Controls performed as expected and reagent red cells and all in-house donors exhibited the expected reactivity. Hemagglutination testing was performed on the customers submitted sample with retention anti-a, lot 101881. Controls performed as expected and the customers sample exhibited negative reactivity. The group assay was performed on the echo. Qc performed as expected and the customers sample resulted as negative. The investigation did not identify a product deficiency. The reactivity observed appears to be unique to the nature of the returned sample.